Event description:
A coronary stent with deliver system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Following the successful advancement of the stent, an attempt was made to adjust the stent position resulting in a loss of guidewire support. Consequently, the stent was dislodged and was visualized slipping down the aorta. There was no attempt made to retrieve the stent. The pt received poba and there were no complications reported relative to this event.